Event description:
It was reported, the right ventricular (rv) lead had high capture thresholds. The rv lead was explanted using laser lead extraction and was replaced. It was also reported that after the rv lead extraction, the right atrial (ra) lead demonstrated lower sensing, high capture thresholds and impedance less than 200 ohms. It was noted that the ra lead was working fine prior to the laser lead extraction. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned, analyzed and the all insulators had breached metal induced oxidation. It was noted that the defibrillation conductor was distorted and cut, there was blood/body fluid on several conductors (not obstructed). The inner, middle and outer insulation had cosmetic metal induced oxidation. The outer insulation had cosmetic environmental stress cracking and was breached cut. There was blood in/on the helix mechanism and the lead was stretched.